Event description:
It was noted a pericardial effusion (pe) occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The pre-procedural imaging confirmed no pre-existing pe. After the right femoral vein access, the versacross rf wire was moved more than once to get into position, then the transseptal puncture (tsp) was performed successfully. The watchman device was implanted and procedure was completed successfully. Thus, post procedure, the cath lab nurse noted that the patient became hypotensive before leaving the cath lab room. A stat echocardiogram was performed which revealed a pe near the right ventricle. Therefore, a pericardiocentesis was performed and 250cc of bright red fluid was removed, and the effusion was cleared. The pericardiocentesis catheter inserted remained inside the patient to monitor the effusion. The patient remained hospitalized, recovered well, and was later discharged. The device is not expected to be returned for analysis. Intracardiac echocardiography (ice) was used for intraprocedural imaging. The patient was under heparin at the that time. It was further confirmed that there were multiple attempts required to track up / drop down into position on septum before tsp. The versacross rf wire was tenting, and rf was applied more than once. In the physician's opinion, no versacross devices (rf wire or dilator) malfunctioned during procedure or contributed to patient complication. Also, the physician was unsure about what caused the effusion, stating that it is hard to note when the effusion occurred. Act was measured during procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.